Manufacturer narrative:
Examination of the returned product confirmed the reported event. Based on previous investigations this failure mode has been attributed to the material specified for the spikes not being hard enough. A design change has now been implemented to revise the spike material (drawing change (B)(4) implemented (B)(4) 2009). The returned complaint sample was manufactured prior to the implementation of (B)(4). Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During inspection, it was found that one spike was bent and the other had snapped off.